Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed, there was a foreign object inside the nozzle. In addition, the image was partially dark due to dirt on the objective lens. The zoom did not operate smoothly. The bending angle was insufficient due to elongation of the angle wire. The play of the angle knob was out of the normal state due to elongation of the angle wire. The insertion tube, operation part, tip cover, switch button 1, switch box, up/down knob, up/down angle fixing lever, right/left knob, right/left angle fixing knob, hardness adjustment ring, operation unit cover, grip, universal cord, scope connector, protector of universal cord on s-connector side, protector of universal cord on control section side and scope connector cover was scratched. The curved rubber adhesive part was missing. The air and water nozzles were clogged, and the drain function was degraded. Adhesive part of the objective lens came off. The suction cylinder was scraped. Watertightness was not maintained due to wear of up/down knob. Wrinkles were observed in the universal cord. Celling plate had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of the customer, the evis lucera elite colonovideoscope had an issue with the nozzle. There was no report of patient harm associated with this event. During incoming inspection, it was determined a foreign object was in the nozzle. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] - inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.